Event description:
It was reported to philips that the device sometimes does not shock. There was no patient involvement.

Manufacturer narrative:
A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty paddles. Upon conclusion of the evaluation, it was determined that this was a malfunction of the paddles. The paddles was replaced to resolve the reported issue and the device passed all performance assurance testing. The device remains at the customer site and no further evaluation is required at this time.